Manufacturer narrative:
Investigation results: the complaint of blood leakage was confirmed, and the cause appeared to be manufacturing related. Four photographs and one 24g insyte autoguard device were provided for investigation. A breach was observed in the yellow adapter, which allowed fluid to leak. The breach appeared to be the result of a molding defect, and the appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd iag bc pro global yel 24ga x .75in had leakage beyond the septum. The following information was provided by the initial reporter translated from japanese to english: this is a complaint about blood leakage occurred from the hub area during use.